Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15995. Related manufacturer reference number: 2017865-2019-15997. Related manufacturer reference number: 2017865-2019-15999. It was reported that a pacer dependent patient presented for a routine generator change on (B)(6) 2019. On (B)(6) 2019, the patient presented for a follow-up in clinic when it was noted that the patient's device pocket had eroded and it was concluded that the patient had developed an infection as a result. During the explant procedure on (B)(6) 2019, after the leads were removed, the patient experienced a drop in blood pressure and went into asystole. The patient was coded before being declared deceased. The physician does not allege that the patient's death was related to any of the devices but it is unknown if the procedure may have contributed.